Event description:
Provider states the left wheel lock assembly is not staying locked. Provider states that he tightened the assembly and it worked fine but he wanted replace it to be sure.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.